Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 3006705815-2021-06407. Additional information received indicated patient underwent surgical intervention wherein both the leads were explanted and replaced with a paddle lead. Post procedure effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06407. It was reported that the patient was experiencing ineffective coverage of pain relief. X-rays confirmed that both the leads had migrated. As a result, to address the issue surgical intervention is anticipated at a future date.